Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an error was found in the debug log. A technical support specialist (tss) dialed into the station and reviewed the datasync debug logs, confirming that the station was communicating. Although no error icons appeared on the screen sharing interface, an error was found in the debug logs. Further investigation on the server revealed a mismatch between the upload/download timestamps and the station¿s current time. The critical override tab in device settings showed the override set to five minutes. Upon checking hsv, the device f5n was listed under critical error. A sql query was run in ssms to identify the critical override reason, and it was found that the station was set to override every five minutes without an end time. The tss updated the station time to match the server time. After rechecking hsv and pes, the device was no longer under critical override error. The issue was verified with the customer, and tuan confirmed resolution and granted permission to close the ticket. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was not communicating. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was not communicating. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.